Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported inaudible buzzer/alarm has been completed. Device analysis: the console was powered on with the battery switch disengaged to purposely trigger an alarm. The alarm was inaudible. The console was disassembled, and the interior connections were inspected. It was found that the speaker cable was unplugged. The cause of the failure mode was a loose connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was producing inaudible alarms. The console was replaced with a loaner aic. There was no reported patient involvement, injury, and harm.